Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined the cart would not turn on, had a burned fuse, and the power cord was burnt. The power inlet module and power cord were replaced and resolved the reported issue. A definitive root cause cannot be determined. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cart would not power on the monitor prior to surgery. There was no patient involvement. Attempts have been made and no further information has been provided. The investigation found evidence of burns on the power cords.